Event description:
It was reported that this ambicor penile prosthesis (app) stopped working due to inflation issues and the pump not refilling. A surgical procedure was performed to remove the app and implant a new inflatable penile prosthesis (ipp). No patient complications were reported.